Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. Visual inspection revealed the dilator had been perforated 1.50¿ proximal to the distal tip. No other visual anomalies were noted. The sheath had been perforated 0.50¿ and 1.00¿ proximal to the distal tip. The dilator was flushed with fluid and a brk needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the perforation was located. Review of the device history record was not possible as the lot number is unknown. The cause of the perforation remains unknown.

Event description:
The needle with sylet would not advance through the sheath and exited the side of the sheath during the procedure. The case was completed with no consequences to the patient.